Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin. However, occlusions recurred and upon call back tandem technical support replaced the pump. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.